Event description:
On (B)(6) 2012, the reporter contacted animas alleging beginning today, the keypad buttons are not responding when pressed. The reporter stated that when a bolus delivery was attempted from the meter remote, the pump delivery was cancelled. The reporter further stated that it took several attempts to unlock the pump and ultimately, the battery had to be removed and re-inserted; however the verify screen could not be confirmed as the ok keypad button would not respond when pressed. After multiple attempts, the verify screen was finally confirmed and the rewind, load and prime steps completed. The patient reportedly wears the pump on the outside of clothing and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the unresponsive keypad issue. The "contrast","up","down" and "ok" keys respond to button presses. The keypad was removed to investigate and no evidence of keypad contamination was located under "contrast","up","down" and "ok" contact button.unrelated to this complaint, the pump was returned with audio bolus button slug missing. Moisture and corrosion were visible in bolus button area and the bolus button was inoperable. Cannot complete testing due to inoperable bolus button.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.